Event description:
Dexcom was made aware on 06/19/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced a skin reaction with burning, redness, inflammation, pimples, and infection extending beyond the patch perimeter which occurred 7 days after the sensor had been inserted into the arm. The skin was prepped with alcohol prior to sensor insertion. On (B)(6) 2024, the patient was experiencing pain at the sensor site and went to an urgent care center for evaluation. The patient received an injection of unspecified numbing medication around the sensor site and then an incision and drainage procedure was performed. The wound was then covered with a bandage. The patient was also prescribed cephalexin (500mg) and doxycycline (100mg). The patient stated the wound was closed and she was in good condition at the time of report. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).